Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer changed supplies to address the high bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.